Manufacturer narrative:
Technician found that there was no head up function as the CPR valve was bad. Replaced the CPR valve to resolve this issue.

Event description:
Complaint received alleged that the bed had no head up function.